Event description:
It was reported by end user that the wheels are wobbly on the trsx50fbp wheel chair. The end user stated he has adjusted the brakes and the wheels. He had fallen out of the chair once, but did not seek medical attention. The end user sounds very active, he may need a more sports minded chair.